Event description:
It was reported that a dissection occurred. A 8 x 60 x 120 epic self expanding stent was selected for use in an iliac stenting procedure. During the deployment of the epic stent in the iliac artery, the doctor observed the edge dissection. A 6 x 40 epic stent was deployed to cover and the dissection and complete the procedure. No further patient complications were reported and the patient status was stable.